Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of bonding at the distal end was confirmed. Initial leakage and electrical safety tests were performed reporting: the distal end insulation inspection failed the technical investigation was performed reporting a switch 1 button cut. Additionally, a whitish foreign material was found inside the air/water tube (a/w tube) and air/water cylinder (a/w-cylinder) which is most likely a result of insufficient cleaning. The following findings were also identified, and are as follows: (a.) Image with dark area due to objective lens scratched, (b.) Bending angle in up direction did not meet the standard value, (c.) The a/w tube with foreign material, (d.) A/w-cylinder with foreign material, (e.) The light guide lens was cracked, (f.) The bending section cover (a-rubber) adhesive worn, (g.) The switch box had a scratch, (h.) Aw-cylinder has no color, (I.) The suction cylinder had no color, (j.) The switch 1 button had a dent, (k.) Due to a crack on c-cover, insulation resistance value at distal end did not meet the standard value, (l.) Due to a chip on objective lens, the image had dark area partially, (m.) Due to wear of angle wire, bending angle in the up direction dd not meet the standard value, (n.) The bending tube was deformed, (o.) Adhesive on a-rubber had a crack, (p.) And the connecting tube had a crack. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced bondings at the distal end, lens borders and the angling was damaged or defective. Furthermore, the fiber optic lens had a crack visible. It is fogged and therefore blind. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a whitish foreign material was found inside the air/water (a/w tube) and the air/water cylinder (a/w-cylinder) this medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The customer confirmed there was no malfunction of the reprocessing accessories, no delay in the pre-cleaning or manual cleaning of the device, the distal end was brushed and the surface was wiped/brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. Olympus will continue to monitor field performance for this device.